Event description:
Per the info provided to co by the physician's office through means of co's international representative, the device was removed due to "the pipe between the pump and cylinder was broken". As reported to co, the entire device was removed and replaced with another mentor 2-piece inflatable penile prosthesis.